Manufacturer narrative:
H6: corrected the following: health effect clinical code, health effect impact code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10. Concomitants - product information: 5506301 - 02-020-11-0220 - truliant ps cem fem ps cem left sz 2; 5418676 - 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t; 5495795 - 200-07-29 - advanced patella 29m 3 peg implant; 5408554 - 201-78-15 - holding pin mini sharp point 4 pk; 5261858 - 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack; 5318265 - 521-78-23 - threaded pin size 2.3 collared 2pk; 5491727 - 521-78-32 - threaded pin size 3.0 collarless 2pk pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2018, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.